Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that a 1.5 hex driver tip snapped off during screw insertion of 2.3mm locking screws in distal portion of vdr plate.

Manufacturer narrative:
The following sections were corrected per internal procedure: b4, d4 (catalogue), d5, g3.